Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter had read inaccurately high. The patient manages his diabetes with lantus and humalog insulin. The reporter indicated that the alleged meter issue started the same day, at 6:23am. The patient reportedly tested his blood glucose on the alleged device and got a result of 202 mg/dl. Six hours later, the reporter claimed that the patient developed symptoms of the shakes and was "sort of out of it." The patient administered self-treatment at around 12:45 pm by drinking juice. The patient also retested his blood glucose at an unspecified time and got a result of "138 mg/dl." It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions the patient took after obtaining the result of "202 mg/dl," and what actions the patient took before developing the reported symptoms. In addition, it would have been helpful to know what meals/snacks/medications, if any, the patient consumed after testing and before developing the reported symptoms, if the patient was symptomatic when the result of "138 mg/dl" was obtained, and if the self-treatment helped to relieve his symptoms. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. The reporter did not know what medications or meals the patient consumed after obtaining the alleged inaccurate high meter reading of "202 mg/dl" and before he became symptomatic.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.